Manufacturer narrative:
The technician found dust blocking the trend limit switches. He cleaned and adjusted the switches to repair the bed.

Event description:
Information received indicates the bed has no trendelenburg function.